Event description:
The battery voltage was at 2.9v and the stimulation was intermittent. The battery longevity was in question; the settings at the time indicated longevity of three months. It was also stated there was a low out of range impedance value. The outcome is unk. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).